Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsk5, used with a h2tuv, cut without hemostasis. Another instrument was used to complete the case. There was no consequence to the pt. 3/31/2000 pt lost 1.5 liter of blood and it was necessary to perform a splenectomy.